Event description:
Medtronic received information that 15 minutes into the bypass procedure, immediately after starting to cool the patient, this oxygenator exhibited an increase in premembrane pressure of 700. In an effort to decrease the pressure, the user tried rewarming, but the line pressure did not decrease. Therefore, the device was removed and replaced with no adverse patient or user effects. The device was returned to medtronic for analysis.

Manufacturer narrative:
(B) (4). Device evaluation anticipated, but not yet begun. Results: actual device involved in incident was returned, but evaluated not yet begun. Cause of event cannot be determined at this time. Analysis: the actual device involved in the incident was returned. Conclusion: the exact cause for the high pressure 15 minutes after initiation of bypass could not be determined. There were no adverse patient or user effects as a result of this incident.